Event description:
It was reported that while using a bd nexiva closed IV catheter system for a power injection CT scan, the IV extension tubing began to dilate and the cap at the end of the tubing popped off after approx 40mls of contrast had been injected. The injection was immediately stopped and the pt was evaluated by the radiologist. The pt then received an add'l CT san to verify if there was any infiltration/extravasation of the CT contract into the pt's arm. The CT scan confirmed that the approximate 40mls of contrast went into the pt's vascular and collection systems, there was no sign of infiltration, nor did the pt complain of any discomfort. Of note, this complaint was initially evaluated on 03/18/2015 as non-reportable based on the info available at that time. Add'l info was available at that time. Add'l info was received on 03/23/2014 via (B)(4) which indicated that the add'l CT scan was performed to check for infiltration/extravasation, thus making the complaint reportable.

Manufacturer narrative:
Results: one used sample was received for eval. A visual/microscopic analysis revealed two areas of ballooning of the extension tubing; one near the y-port measuring approx 1.25 inches long and the other starting at the catheter adapter port measuring approx 1.5 inches long. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: although the defect of tubing broke/damage/defect/balloon was confirmed, an absolute root cause for this incident cannot be determined. However, our quality engineer has noted that the extension tubing may be damaged or balloon under high pressure injection beyond the recommend psi and that occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon, and/or burst. (B)(4).